Event description:
The information contained in this report was extracted from maude report mw5023413, and only pertains to the sections that involve stryker devices. It was reported that, "in 2005, an MRI of my left hip was performed due to left hip pain. The impressions are as follows: there is an asymmetric degenerative disease involving the left hip joint diffusely. There are several focal cartilage defects involving the superior and medial aspects of the left femoral head surface. A very small left hip effusion is present as well. It is suggestive of a primary based synovial naturopathy. In 2008, a total hip replacement was performed. The implants were trident psl-ha cluster acetabular shell of stryker. In 2008, a revision acetabular component, left total hip construct and exchange of femoral head. The implants were the cluster acetabular shell trident psl ha. Three fixation screws were noted, two in the superior lip of the acetabulum and second extending into the soft tissue pelvis adjacent to the pelvic brim. Constrained liner is seen. In 2010, another bone scan was performed. The impression are as follows: bone scan findings compatible with prosthetic loosening with possible new bone trauma at the mid right tibia. Loosening of the left hip prosthesis is not excluded. She also has a weakness with aversion likely due to neuropathy at the peroneal nerve. This was evidenced by emg done last year. The left hip appears stable, however, due to medial and superior placement, she likely has pain from slight malpositioning of the cup."

Manufacturer narrative:
If additional information becomes available, a supplemental report will be submitted.